Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
The patient presented in clinic due to chest pain, dizziness, and a drowning feeling. Diagnostic imaging was performed and revealed that the patient had a hemothorax due to a right ventricular (rv) lead perforation. The rv lead was repositioned and the patient was treated with a chest tube drain system to resolve the event and is recovering in the hospital.